Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2014-03183 and 1627487-2014-03184. The patient received 2 scs extensions with the same lot number. It was reported the patient is unable to increase stimulation. Follow-up identified diagnostics showed both low and invalid impedance for the scs lead (cervical). An sjm representative was unable to resolve the issue with reprogramming. X-rays will be taken as the next course of action. Furthermore, it was reported that per the physician, the source of discontinuity could be due to the configuration of the scs extensions.